Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized.

Event description:
It was reported that a patient with a ventricular assist device (vad) experienced a fall at home while walking downstairs due to dizziness and occasional low flows. The patient was on 325 mg asa and anticoagulant but was not therapeutic at the time of the fall, with an international normalized ratio (inr) of 1.7. Following the fall, a right bifrontal subarachnoid hemorrhage and a small left parietal hemorrhage were identified on computed tomography (CT) scans of the brain/head. The person exhibited neurological dysfunction, ongoing headaches, and residual weakness. Serial head cts were performed to monitor progress. Medications were administered for ongoing headaches, including depakote and as-needed nortec. Hypertension and diuretic therapies decreased. The vad speed was evaluated and ultimately maintained at 2800 rpm. The individual participated in occupational therapy for strengthening. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that a clock change was logged, in which the controller's date was set to (B)(6) 2011; no pump ID setting events had been logged on the controller prior to the initial clock change event. If the pump ID is not set when the controller is connected to the monitor, the monitor will update the date/time to match the date/time of the monitor. Additionally, log file analysis did not reveal any low flow events within the analyzed period. Of note, the available controller log files only covered the period through (B)(6) 2024. As a result, the reported low flows could not be confirmed. Based on the information available, the device may have caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, obstruction of the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the observed incorrect date/timestamp on the atypical motor start parameter events can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. Per the instructions for use, bleeding and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.